Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4)

Event description:
Sharma, m., deogaonkar, m. Accuracy and safety of targeting using intraoperative "o-arm" during placement of deep brain stimulation electrodes without electrophysiological recordings. Journal of clinical neuroscience : official journal of the neurosurgical society of australasia. 2016. 0967 jan 8. Doi: 10.10.1016/j.jocn.2015.06.036 summary: the aim of our study was to investigate the accuracy of targeting using intraoperative ¿¿o-arm¿ during deep brain stimulation (dbs) surgery reported events: a female patient with deep brain stimulation (dbs) for parkinson's disease (pd) developed swallowing difficulties secondary to difficult intubation and trauma to the airway following unilateral gpi dbs. She required a percutaneous endoscopic gastrostomy tube and her swallowing function gradually improved over three months. All patients were implanted with 3389 or 3387 leads. Follow-up to the article¿s corresponding author has been requested for patient/device info, event dates, patient outcome, and to clarify which patients currently unidentifiable patient events are related to. Dia gnostics/troubleshooting, actions/interventions, and potential causes were requested where applicable. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that they had spoken with the corresponding author, who stated that the "complications have nothing to do with medtronic." No additional details regarding specific events were provided.